Event description:
Dexcom g7 was horribly inaccurate leading to unexpected hypoglycemia. The 6-8 sensors I've worn have had to be replaced for the same reason. What is point of wearing and paying for a cgm if it is not generally accurate. I wore a g6 for many years with little no issues. Reference reports: mw5165319, mw5165320, mw5165321, mw5165322, mw5165323.